Event description:
It was reported that the patient went in for a prophylactic battery replacement on (B)(6) 2012. During the surgery, the surgeon accidentally snipped the lead, so the lead needed to be replaced as well. Product analysis was completed and approved for the returned generator on (B)(4) 2012. The product was returned due to a prophylactic replacement; however, a comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor tests (backup cap pos to can and backup cap neg to can). The pulse generator module performed according to functional specifications. With the exception of the noted conditions, there were no adverse findings that would inhibit the product from performing as intended. The most probable root cause for the backup capacitor tests was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. Product analysis was also performed on the returned portion of the lead. The electrodes were not returned for evaluation. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The connector pins were slightly bent for unknown reason; however, it was likely due to the explant process. Abrasions were identified in the outer silicone tubing and the lead assembly had remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portion. Other than the above mentioned observations typical wear and explant related observation, no anomalies were identified in the returned lead portion. A device history review for the generator confirmed the generator met all final testing specifications prior to distribution. Investigation of the out of specification component found that the cause of the event was related to manipulation of the feed-thru wires during the production process involving the closure of the can lid.

Event description:
There was reported to be no trauma or manipulation prior to the patient's surgery. Attempts were made to obtain additional information; however, no further information was provided to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
A programming history review was performed and it was found that a faulted system diagnostic test left the patient with unintended settings (reported in MFR#: 1644487-2012-03060). No other anomalies were seen.